Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a carealert indicated that the patient received inappropriate therapy after oversensing noise. There were other episodes that indicated one to two seconds of oversensing. It was also noted that approximately a week earlier the right ventricular (rv) lead had a lead integrity warning triggered due to high rate non-sustained episodes and sensing integrity counter (sic). The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the noise on the right ventricular (rv) lead was cautery noise from a procedure done that day.